Manufacturer narrative:
Follow-up # 1 ¿ (06/03/2015).the patient¿s meter has been returned on 5/8/2015 and evaluated by lifescan product analysis on 5/20/2015 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 4. Supplemental sent to correct information previously sent. Alert date should have stated 06/29/2015.

Manufacturer narrative:
The error messages, 2,3,4 and 5 was observed in the error log, but the error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch verioiq meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter indicated that the error occurred in ¿(B)(6)¿ when the patient obtained an alleged message of ¿strip fill problem ¿ retest with new strip¿. The patient manages her diabetes with oral medication (metformin 500 mg, extended release). The reporter denied that the patient had made any changes to her usual diabetes management regimen as a result of obtaining the alleged error message. The reporter alleged that 2-3 weeks after the issue with the meter started, the patient developed ¿headaches¿. The reporter denied that the patient had received any treatment for her symptoms. At the time of troubleshooting, the cca walked the reporter through a retest, but the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the alleged meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow up #3. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.